Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on a keypad trace. The following cosmetic damage was noted on the device: minor scratches on the lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube. The numbers did not ramp up on their own nor did the scroll bar move without any input. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly during a bolus attempt; the up arrow kept scrolling on its own. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer does not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.